Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed and the clips would not deploy on the first firing. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
The instrument was returned with the jaws yielded. The instrument was cycled and ejected the remaining clips due to the jaw condition. However, no jamming issues were noted during analysis. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use, "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips." While we were unable to recreate the reported event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.